Manufacturer narrative:
Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, missing reservoir tube o-ring, cracked reservoir tube window and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the reservoir doesn't have the click it used to be. The customer feels that the insulin is going in as it should. The customer reported that there is a part of it, a ring around the reservoir, where they screw the reservoir in. About a month ago, half of it broke and about a week ago evenly .the customer don't get the click like it did before, the reservoir came out as a result of letting it hang. The customer put it back in, it only happened once. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.